Event description:
Same as MFR# 6000093-2005-01361. During a drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a moderately calcified, 80% stenotic lesion in a moderately tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.0 mm maverick balloon. After pre-dilation the physician attempted to reach the lesion with a taxus express2 3.0 x 32 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. The physician retracted the stent delivery system (sds) into the guide catheter and noticed the proximal end of the stent was bent forward. The physician successfully removed the entire system as one unit without complications. The procedure was successfully completed with a taxus express2 3.5 x 32 mm drug eluting stent at 14 atms. The next day the pt was brought back to the cath lab and a thrombosis was found in the taxus stent. An unknown size maverick balloon was used to dilate the thrombosis. The pt continues to be on plavix. No further pt injuries or complications were reported. Pt status is reported as "satisfactory/good".